Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passes the auto test. Monitored ipg with oscilloscope for pulse interruptions, no anomalies noted. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as a part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system consisting of an ipg and a paddle lead on (B)(6) 2007. It was reported that the stimulation started randomly shutting off on its own after the pt had an ultrasound for physical therapy. The shutting off was not positional and occurred while the pt was sitting, laying and walking. In addition, when the pt used the programmer to communicate with the ipg, no amplitude bars were displayed. A replacement programmer did not resolve the issue. Lead impedance testing showed valid impedances on all contacts. An x-ray showed that the lead was positioned too far to the right and something at t8-t9 was pushing the lead over. On (B)(6) 2008, the physician repositioned the existing lead and replaced the ipg. The explanted ipg was returned to ans for analysis. No further info is available.